Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿tolerability issues¿ is not available.

Event description:
It was reported that the patient was unable to tolerate therapy and had their vns explanted. It is unknown what products were removed during surgery. The explanted device(s) have not been received by the manufacturer to date. No other relevant information has been received to date.